Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 535 mg/dl. The customer's mother stated that she is trying to figure out why her son's infusion set is not sticking to him. The customer's mother had put in an infusion set last night, and the band aids are still not adhering. The customer was advised to use different material with different lot number. The customer declined to troubleshoot for high blood glucose. The customer was advised to call back if anything persists.